Manufacturer narrative:
The software analysis determined that the event was due to a hardware issue (recoverable error code 40 imbalanced ma), and 20 seconds later the system halted image acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue is resolved by system reboot and/or retaking another image. Software functioning as designed. No failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed because they were unable to replicate reported issue. A system checkout was performed and the system was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was taking a 3d spin and it seemed like it ended early and then they noticed a noise from the base of the gantry. The image automatically transferred to the stealth normally, but did give a warning saying that the spin was terminated early. Shortly after this, the system went into stand alone more for 20-30 seconds, then functioned normally again (no reboots). They used this spin to navigate normally. They took another spin later in the case (just to get more anatomy, unrelated to the issue) and it acquired normally and did not have the early termination message and did not go into stand alone mode. There was less than an hour delay in the procedure. No impact on patient outcome.